Event description:
Operative report of 12/17/92 states"....preoperatively it was noted that this catheter was at least cracked, but it was unclear if it was completely divided... Only a short segment of catheter was removed intact... It was apparent that the remaining catheter was still left behind".radiology report of 12/18/92 "unsuccessful retrieval of port-a-cath fragment in the topography of left subclavian vein which itself is felt to tbe mostly within the perivascular soft tissues".device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.